Event description:
During a follow-up, several episodes with undersensing and oversensed events were observed due to low r-waves. A new pace/sense lead was added. The defib portion of the lead is active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.